Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01300. It was reported that migration was found in two of the patient's leads. Surgical intervention was undertaken on (B)(6) 2023 in which an attempt was made to explant and replace the leads. The physician found it difficult to remove the leads from the ipg, and abandoned the procedure to reschedule in a hospital setting. The leads were explanted and replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated.